Manufacturer narrative:
Concomitant medical products: dtbb1q1 crtd, implanted: (B)(6) 2016. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, a nalyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited no capture on all vectors. The lv lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.